Manufacturer narrative:
(B)(4) (exemption number e2015036). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: (B)(4). Notes: initial MDR originally submitted to the FDA on 07dec2018, however, there was an error in FDA acknowledgement. Resubmitting on as part of a delivery message review.

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on 14/nov/2018 and inspection of the unit was performed on 17/nov/2018 where the quality control inspector found the following: insertion tube damaged at segment side (unauthorized repair. Primary operation channel excess glue at distal end. Bending rubber non-pentax material. Channel improperly installed (gap distal body opening). Distal cap - fixed type failed seal integrity inspection. Primary operation channel non-pentax material. Passed dry leak test. Segment steel braid cut. Lightguide prong cover glass set loose. Passed wet leak test. Elevator body sticking. Fluid invasion not observed in control body. Fluid invasion not observed in pve connector. Insertion tube mild discoloration at stage 1. Hole in # 2 remote control button cover. Customer complaint confirmed. Insertion tube mild scratches at stage 1. Equipment serviced by non-pentax facility. . Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to user upon completion. Parts replaced: o-rings and seals. Air/water tube. Deflector operating wire. Operation channel. Adjusting collar. Bending rubber. Segment attaching screw. Distal case attaching screw. Insertion flexible tube. Segment assy attaching screw. Staycoil collar. Segment staycoil assy imp-c/pb-free. Rl pulley assy. Ud pulley assy. Remote control button. Air/water supply tube lg. Suction channel lg. Deflector body link. Distal case/cap. O-ring(0.5x1.3).